Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure the device clips were not forming properly. Another instrument was used to complete the case. There was no patient consequence.